Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Device has been explanted. This record is for the right side.

Event description:
Patient reported unknown side rupture. Device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2020 with lot number 1850503. Analysis of the returned device identified: weight to the spec, red particles in the shell, crease fold and opening on anterior. A visual and micro analysis was performed which identified creased sharp opening, stress marks and wear abrasion. Base on the device analysis the final assessment is: a opening crease sharp on anterior assessed as a fold flaw opening. Additional, changed, and/or corrected data: d10, g1, h3, h6.